Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that it was a small hole at the connector head of the pump segment. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 669.6mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient was having their pump replaced due to normal eri (elective replacement indicator) and during the replacement the physician noticed there was a hole near the pump connector so that was replaced. Per the reporter the patient was having no therapy issues prior to the replacement but the physician was going to decrease the dose due to the hole in the catheter. No further complications were reported.